Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that "1871 and 1870 error codes" alarm messages were recorded in history. During analysis, the customer's reported problem was able to be confirmed. The pump was found to be displaying "1870" error code message on power up during the investigation. Broken optical switch wires were found. Service will replace the optical switch to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump was alarming " lec 1870" during testing. No patient was present at the time of the event. There was no reported adverse events.